Event description:
We had an information from our distributor that, he sold the 171305-000200 to 3 doctors and they noticed that the catheter moved its position two or three days after the placement and a slit in the balloon was observed during the inspection of the product but there was zero harm for the patient.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. There are 63 pieces of representative sample returned for investigation. Based on complaint description the doctors noticed that the catheter moved its position two or three days after the placement and a slit in the balloon was observed during the inspection of the product but there was zero harm for the patient. All 63 pieces representative samples were visually inspected, and no abnormality found. The samples then inflated with 10ml distilled water and no leak balloon observed. In current standard operating procedure, according to spm-asl-003 the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, as per spm-a52-004 the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. There was no abnormalities or design irregularities observed on the returned representative sample.the sample also can be inflated with no leak balloon issue observed . Post 14 days of soak test it was determine the catheter not showing any balloon burst or leak. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
We had an information from our distributor that, he sold the 171305-000200 to 3 doctors and they noticed that the catheter moved its position two or three days after the placement and a slit in the balloon was observed during the inspection of the product but there was zero harm for the patient.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. There was no complaint device returned for investigation. In the absence of any actual or representative sample for investigation, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
We had an information from our distributor that, he sold the 171305-000200 to 3 doctors and they noticed that the catheter moved its position two or three days after the placement and a slit in the balloon was observed during the inspection of the product but there was zero harm for the patient.